Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer managed to reset the pump, resolving the malfunction. Technical support provided assistance by giving reset instructions, and it was confirmed that the malfunction did not recur after the reset. The customer understood to contact support again if the issue reappears, and the case was closed.